Event description:
A physician reported a pt who was implanted on 6 november 1997 into the upper right and upper left vermilion borders. The implantations were without event. The physician noted moderate swelling but no bruising at the sites. She administered IV keflex during the procedure; she prescribed a five day course of oral keflex, application of cold compresses, peroxide cleaning and betadine ointment covering of the sites. On 7 november 1997 the physician noted decreased swelling and an absence of hematomas or bruising. The implants were in proper position. On 11 november 1997 all sutures were removed. The incision sites appeared to be healing well and no edema was noted. On 13 november 1997 the pt reported right upper vermilion border soreness that began on 12 november 1997. On palpation the physician noted tenderness, and serosanguinous drainage from the entrance incision site. She prescribed oral zithromax. On 17 november 1997 the pt reported continued tenderness at that same site. The physician noted no drainage or swelling but chose to observe the site for possible infection and instructed the pt to continue zithromax. On 20 november 1997 the site appeared clear of any signs or symptoms of infection (no drainage, tenderness, redness, or swelling). On 4 december 1997 the pt complained of tenderness and a small lump (possible extrusion) in the right upper entrance incision site with clear colored intermittent drainage that began approximately 2 december 1997. The physician reinstituted oral zithromax. On 10 december 1997 the pt was still on zithromax therapy and reported some relief from discomfort and less drainage at the affected site. 0n 13 december 1997 the pt reported that the right upper site was more swollen and very sore. On 16 december 1997 the physician noted pus in the same site. She advised the pt to continue on zithromax. On 18 december 1997 the physician easily removed the upper right and upper left vermilion border implant. There was a small amount of fibrous growths noted on both implants. There was pus on the right implant. The physician prescribed oral clindamycin on the date of explant. No other treatment or intervention was planned. On 22 december 1997, all implant sites were well healed and there was no residual edma, lumpiness, discomfort or signs/symptoms of infection. On 22 december 1997, the explant was returned to the distributor for analysis. After the analysis is complete, a report will be forwarded to the MFR.